Event description:
It was reported that the ventilator started sparking and burned the pigtail with an audible alarm while connected to a pt. There was burning damage to the inside of the ventilator. No pt harm reported.